Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/jul/2024.

Event description:
Healthcare professional reported left side "prostheses show signs of contracture, which is associated with a thin proportion of peri-prosthetic exudate" diagnosed via MRI. Healthcare professional later reported left side capsular contracture baker grade I. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported "prostheses show signs of contracture, which is associated with a thin proportion of peri-prosthetic exudate" . The device has been explanted and replaced with another manufacturer's device. This record relates to the left side.

Event description:
Healthcare professional reported left side "prostheses show signs of contracture, which is associated with a thin proportion of peri-prosthetic exudate" diagnosed via MRI. Healthcare professional later reported left side capsular contracture baker grade I. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "peri-prosthetic exudate".